Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The needle detached from the suture and it was manually pulled out of the patient's tissue. There was no patient injury.